Event description:
It was reported that during an in-office device check, there was no output and no telemetry with two different programmers. There was also no magnet response on the electrocardiogram. The previous remote transmission was reviewed and it showed no pacing, however, this had not been detected at the time. At the previous office visit three months prior, the battery longevity estimate was 2.5 years. The device will be scheduled for changeout. No patient complications have been reported as a result of this event.

Event description:
It was further reported the device was at eri and was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.